Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The lead was explanted. No additional adverse patient effects were reported. The patient later reported that the lead had "come out", which can be interpreted as dislodgement. Multiple attempts have been made to gather more information; however, the field has no further information. No additional adverse patient effects were reported.